Event description:
Approximately three years and nine months post lvad implantation, the patient experienced a left cerebellar epidural hematoma. The patient had been hospitalized for sub-therapeutic inr that was being treated with heparin and warfarin. Admission was complicated by cellulitis and localized sepsis of her dialysis catheter. Approximately two weeks into the admission, she developed a severe headache and photopia. All anticoagulants were stopped following CT scan and patient was treated with decadron, desmopressin acetate and hypertonic saline. Repeat CT demonstrated decrease in size and density of the hematoma. Patient had resolution of neurologic symptoms and was discharged from the hospital on aspirin therapy only. Warfarin was restarted after patient evaluated and cleared by neurology. Investigation is ongoing.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient experienced a left cerebellar epidural hematoma. All anticoagulants were stopped. A repeat computerized tomography (CT) scan demonstrated decrease in size and density of the hematoma. Patient had resolution of neurologic symptoms and was discharged from the hospital. The product remains implanted in the patient and will not be returned to the manufacturer for analysis. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.